Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm vista volite into the cheek. Hcp reports patient started exhibiting "symptoms of vascular embolism such as redness, pain, and swelling" the evening after injection. The next day, the hcp treated the patient with hyaluronidase. 4 days later, the redness remains, but the pain and swelling had disappeared. Hcp also stated " I think it's certain that there are symptoms of erythema and some erosion in the right thorax due to the injection". Symptom resolution is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.